Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The external threads were found damaged in a manner consistent with cross-threading of the blocker within the mating pedicle screw during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of five blockers were damaged during tightening within surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report one of five for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 003853072-2018-00097 thru 003853072-2018-00101.

Event description:
It was reported that the threads of five blockers were damaged during tightening within surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report one of five for this event.